Event description:
Routine complaint investigation when a consumer reported that their meter could not be calibrated to a new box of test strips. If the meter were used to perform an assay with the new test strips, a clinically significant reading could be obtained. There was no report to death, serious injury, medical intervention or mistreatment reported with the event.